Event description:
On (B)(6) 2013, the patient's mother reported that her daughter's doctor advised her to discontinue use of the infusion device and to utilize injection therapy. The patient had been in the hospital on (B)(6) 2013 with an elevated blood glucose level of 678 mg/dl. Her normal range is 70-120 mg/dl. The patient was not admitted to the hospital, but received an IV of insulin to treat the elevated blood glucose level. The doctor stated that the infusion device was not delivering enough insulin. The patient has not had any lifestyle changes. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specifications, the complaint could not be replicated. Production reports were reviewed. (B)(4): device was not returned to manufacturer.